Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient experienced wound discharge. The wound was swab cultured and the results showed many gram positive cocci. Antibiotics were given and the event was resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.